Event description:
There are multiple occasions of unreported and/or delayed reporting events. This one is as follows: there was a field action issued in 2021 regarding faulty reed switches in the device, who can caused device disablement. Situation was resolved, so I was told. Same issue was observed and reported by me (B)(6) 2024, ultimately leading to a surgical procedure for device replacement on (B)(6) 2024. Malfunctioning reed switch was the reason given, but to my knowledge has not been reported, and no communication was issued to the public regarding the same defect as 2021. This switch defect may be of the same magnitude as previous, but nothing has been done to address it, which may lead to considerable device replacement expense and unnecessary surgical procedures.